Manufacturer narrative:
The lay user/patients meter and meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 06/16/2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to an unknown (doctor¿s meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the alleged product issue first started on an unknown date and time prior to contacting lfs. The patient stated that she obtained an alleged inaccurate high result of 204mg/dl on the subject meter compared to 104 mg/dl on the other meter, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages her diabetes with oral medications, diet and /or exercise and stated that she started an exercise regime 1 year ago. The patient stated that ¿6 or 7 months¿ after the alleged product issue began she developed the symptoms of ¿sweating, headache and high blood pressure¿. The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain a sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.